Event description:
Baby boy needed to have chest tube placed. The practitioner tried to use two (2) 8 french trocar throacic catheters. She was unable to get the stylette out of two of the catheters. They were defective.======================manufacturer response=====manufacturer evaluated an unused sample of the same product code and same lot number visually and mechanically. Visually, there was no apparent damage to the outer tube packaging. When the manufacturer attempted to remove the stylet, this could not be done. The defective condition was confirmed. The end of the tube was removed by force upon creating a small incision at the outer wall of the packaging tube where the sylet was then removed. It was observed that a bushing that is used to keep the stylet height was missing, the end effect being that the stylet dropped all the way to the bottom of the packaging tube and once closed with cap on the opposite end,caused the stylet to become caught in the tube. After review of their process, the manufacturer determined this to be an isolated event for this product code.